Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Furthermore, the following additional issues (non-reportable) were identified during inspection: bend on proximal end, scratches on distal end, bend on proximal end, scratches on distal end, minor dents and scratches on outer tube line and shadow on image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope, to olympus repair center for evaluation of a reported broken eye piece that was found during reprocessing. No patient injury or harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to excessive force as well as improper handling. Olympus will continue to monitor field performance for this device.